Manufacturer narrative:
(B)(6).

Event description:
(B)(6) clinical study. It was reported that stent thrombosis occurred. The subject underwent treatment with a study device on (B)(6) 2019 as part of the eminent clinical trial. The target lesion was located in the left distal superficial femoral artery (sfa) with 100% stenosis. The lesion was 80 mm long with a proximal reference vessel diameter of 4.7 mm and a distal reference vessel diameter of 5.3mm and was classified as a tasc ii b lesion. A procedural type e dissection of the left sfa occurred due to the guidewire during a catheter passage. The target lesion was treated with pre-dilatation followed by placement of the 7 mm x 100 mm stent and a 6mm x 80mm stent. Following post dilation, residual stenosis was 0%. On (B)(6) 2019, the subject was discharged on dual antiplatelet therapy. On (B)(6) 2020, the subject visited the site due to sudden recurrent claudication symptoms along with pain at rest which was started with short walking distance. Doppler ultrasound of left leg revealed, re-occlusion of the stent with strong collateral formation and distal sfa origin with pathological flow pulse curve. No action was taken at the time of diagnosis. Intervention was planned on a later date. On (B)(6) 2020, subject was hospitalized for planned intervention. On admission to site, subject was on thrombo ass therapy. Selective digital subtraction angiography (dsa) angiography of lower leg on the left was performed. Ankle brachial indices (abi) in right limb was 0.8 and whereas in target limb it was unable to detect. At this point of time, sudden onset of recurring clinical symptoms with claudication symptoms, pains at rest were noted. Recurrent occlusion of the stented left sfa detected by doppler ultrasound. The angiographic evaluation with an attempt at endoluminal recanalization was scheduled for the day. Target lesion included left sfa and proximal popliteal artery (ppa), which was treated using endoluminal fibrinolysis therapy with 3 mg actilyse. On (B)(6) 2020, the left sfa was freely perfusion of blood into lower limbs. Angioplasty was performed using a 6mm x 40 mm balloon catheter. Post procedure there was no evidence of any relevant residual stenosis. On (B)(6) 2020, the event was considered to be resolved/ recovered and the subject was discharged on aspirin and clopidogrel. The subject was recommended for a follow-up on (B)(6) 2020.